Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "surgeon attempted to implant adm cup with custom adm impactor. Cup slipped off into bad position. Surgeon was not able toi move cup into an acceptable position and had to remove it which damaged the cup. Surgeon switched to psl/mdm."